Event description:
It was observed during the device inspection, that the subject device exhibited nozzle has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, e1 (previous information must be removed and replaced only by "olympus" in establishment name), e2, e3, g2 (health professional and user facility must be deselected), a review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. No physical damage was found at the location. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR. Corrected fields: g3 (correction is being made to previously submitted g3- date received by manufacturer which was not late. The correct date was 08jul2024).

Manufacturer narrative:
Correction is being made to previously submitted b4 field "date of this report", which was not late. The correct date was 7/30/2024. The file is being re-submitted due to certificate error documented with tickets 396107 & 395939. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope's air channel was blocked due to foreign objects in the nozzle. The issue occurred during reprocessing. There were no reports of patient harm.